Manufacturer narrative:
An event regarding an incorrect selection involving a triathlon femoral component resulting in revision surgery was reported. The event was confirmed. Conclusion: based on the provided information a cemented femur was wrongly selected and implanted to the patient (without the use of bone cement), requiring revision surgery on the same date to convert to a beaded femur. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
A cemented femur was wrongly implanted to the patient. After 2-3 hours later, another surgery was performed and a beaded femur was implanted in the patient.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock on (B)(6) 2015 with no reported discrepancies. There have been no other events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report. Not returned to the manufacturer.

Event description:
A cemented femur was wrongly implanted to the patient. After 2-3 hours later, another surgery was performed and a beaded femur was implanted in the patient.